Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received excessive no delivery alarms and motor error alarms. Customer's blood glucose was 340 mg/dl and was 298 mg/dl at the time of call. Troubleshooting was performed. Customer reported that no delivery alarm persisted. Customer was advised to monitor issue.